Event description:
Event description guidant received information that at 41.0 months post implant, this implantable cardioverter defibrillator (ICD)was explanted due to battery depletion. A new guidant device was subsequently implanted. The explanted device will be returned to guidant for analysis.